Event description:
It was reported that the patient was having revision surgery due to end of service and a potential lead break. Attempts to obtain further information from the neurologist were unsuccessful. Product analysis was performed on the explanted lead. A coil break and pitting was identified in the positive coil. Other than typical wear and explant related observations, no other adverse findings, or anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.